Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was 201 mg/dl. The customer stated that, about 3 or 4 days prior, he had replaced the battery, and he observed slimy goo on the flat part of the battery. When he inserted a new battery in, the insulin pump alarmed motor error, failed battery test, and weak battery. The alarms were followed by the partial display he observed. The display did not return to normal upon troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.